Event description:
A report was received that a patient's ipg was replaced during a lead revision surgery. The patient had previously reported charging difficulties. The patient was reportedly doing well following surgery.